Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant report that while a patient was on impella cp support labs showed signs of hemolysis. The doctor adjusted the impella to a shallow position and dropped the p-level. The following day the pump was explanted and the patient survived the surgery.

Manufacturer narrative:
The investigation for the reported hemolysis and positioning issue has been completed. Product was not returned for review. Data logs showed pump ran without issue during support. There were positioning alarms triggered in early of the case but resolved quickly. No mc or ps spikes observed on the logs. The root cause of hemolysis and positioning issue was unable to be determined as limited clinical details were provided and no product was returned for review.